Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, after implanting a microsensor (ID: 826653), it was leaking cerebrospinal fluid (csf). The procedure was completed with a replacement product available. No patient injury reported and the event led to 10 minutes surgical delay.

Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The microsensor (826653) was returned for evaluation. Device history record (DHR) - was reviewed, for the reported product¿s lot or serial number. No anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis - a visual inspection was performed on the returned device. Both the catheter and sensor were examined, and no visible damage was found. A syringe filled with water was attached to the catheter, the catheter tip was clamped, and pressure was applied using the syringe. This procedure was repeated several times with the stopcock in various positions. No water leakage from the catheter was observed. Based on the evaluation, the complaint could not be confirmed. Root cause - per the complaint background, leaking the complaint was not confirmed in the complaint investigation. The potential root cause include drainage lumen is punctured.

Event description:
N/a.